Event description:
It reported that the device was used during a laparoscopic cholecystectomy. It was reported the plastic on the 5dcs melted. The case was completed using the same device. There was no consequence to the pt.